Event description:
The customer initially reported that their device had logged non critical event codes and needed service. Upon evaluation of the device, the physio-control field service representative observed that the device would not power on and also observed smoke coming from the device. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a shorted transistor, designator q6. The shorted transistor also caused damage to an inductor, designator l2.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the therapy pcb was smoking. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Upon evaluation, physio-control observed burned components on the therapy pcb assembly.